Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s implanted system was implanted and not doing anything. It was reported that the system hasn't worked for a long time and the patient hasn't been using it. No symptoms or complications were reported.